Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, lung disease, and heart failure. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following fields have been updated/corrected. Box b: adverse event/product problem and outcomes attributed to ae has been corrected. Box g: report source (rfb) and report source has been corrected. Box h: health impact grid has been corrected.